Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial (B)(6) : product type programmer, patient product ID 97755 lot# serial (B)(6) : product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial (B)(6) , ubd: , UDI#: (B)(4) h3. Analysis was performed on [product ID 97755 lot# serial (B)(6) analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said their implant (ins) was not charging but the controller battery was still depleting. Pt said the screen on the controller was also going dark when trying to recharge. Pt inspected the recharger (rtm) and controller port; pt said they both looked good however, they have notice the rtm getting hot sometimes. Pt said the charging issue has been getting worse and worse for weeks. Pt was extremely frustrated and was considering getting the ins removed. Pss recommended pt use belt while recharging (pt said they charge while lying down). An email was sent to the repair department to replace the rtm. Additional information was received. Pt said they received their recharger replacement but they are still having issues with charging their implant. Pt said that they sometimes can only charge their implant up to 40-50% and sometimes the implant battery won't charge at all. Pt repeated other things that were reported in this case. Pt said that they are so frustrated that they are about to tell their hcp to remove the implant. Pt said they contacted medtronic rep last week regarding the issue and they said to call ps. Pss had pt reset their controller. Pt saw no visible damage to the battery pack, controller contacts or controller port. Pt said that they have had a battery pack replacement and recharger replacement but said they have never received a controller replacement. Pss reviewed with pt that controller replacement was sent with battery pack replacement but pt said they didn't get one. Pss sent email to repair to replace the controller. Additional information was received from a manufacturer representative (rep) regarding a patient (pt). It was reported that they received a message from the pt saying they are still experiencing issues with charging. Caller stated has had all external equipment replaced and they're still having issues. Caller stated that this has been ongoing and they've spoken to the pt several times and pt is always complaining about the external equipment. Caller confirmed that they have met with pt several times in attempt to educate pt in using external equipment. Technical services (tss) recommended caller meet with pt and reference the recharge in the clinician tablet for further insight. Caller stated they will also be discussing the issue with pt's healthcare provider (hcp).the rep also reported that the pt is a thin person and their ins seems to be superficial. No suspected issues with the pocket. The manufacturer representative (rep) reported they spoke with the patient's physician, and the physician thought the patient had other underlying problems and stated they would meet with the patient instead of medtronic. The patient has been talked to over the phone and met with multiple times. The rep was unsure if the recharging issues were resolved. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the device has not worked properly from the beginning. The pt has had issues with it all. The pt said they were too long to describe. The would have the device taken out but they are very frightened. The pt would like a response or arrangement for a totally new device to get implanted.